Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump pocket revision was to be done due to movement of pump in pocket. The procedure was schedule on (B)(6) 2012. It was stated that the pump was not flipped. Patient symptoms were unknown; drug infused via the device was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported the patient experienced movement of the pump device and pain at the site. The cause of the event was hypermobility of pump reservoir. Surgical reposition of pump was performed on (B)(6) 2012. The patient recovered without sequelae. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).